Event description:
The cordless driver 3 was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.